Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) on the lead. The analyst noted that there were 243 ventricular short interval counts between (B)(6) 2015.

Event description:
It was reported that over the past two months there was an increased short interval counts (sic) on the right ventricular (rv) lead, which was suspected to be due to double counting. The issue was unable to be replicated. All other parameters were stable and normal. Reprogramming was performed and the lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.